Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that insulin leaked out of the reservoir during insertion. The customer's blood glucose was unknown at the time of incident. The customer's father stated that changing the reservoir resolved the issue. The customer's father performed displacement test and the insulin pump passed. The reservoir will not be returned for analysis.